Event description:
The customer reported approximately one fourth cup of clear fluid leaked from the front of the coulter hmx hematology analyzer with autoloader while performing controls. The leak was not contained within the instrument. The customer also reported the instrument generated incomplete differential results on the 5c controls during the event. The customer did not cycle patient samples during the event. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the wire marker 6 on the center section of the blood sampling valve (bsv) was leaking at the tubing connector. The fse replaced the tubing, resolving the leak and incomplete differential results. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).